Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation on july 19, 2019. Upon initial visual inspection, it was reported that there was no visual damage or anomalies observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2019 and it was noted that the patient did not exhibit any neurological symptoms since the procedure was completed. There were no error messages. The generator used in the procedure was provided, therefore section d 11. Concomitant medical products and therapy dates. Investigation summary the device was visually inspected, and it was found in good condition. Then, electrical test was performed on the catheter and it was found within specification. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specification. Then, a cool flow pump test was performed, and it was found within specification. The catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer's reference #(B)(4).

Manufacturer narrative:
(B)(6). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30185548l number, and no internal actions related to the complaint was found during the review. Product complaint # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that during the procedure, thrombus formed on the tip of the catheter. The catheter was exchanged. The procedure was completed. There was no patient consequence reported. The issue of thrombus was assessed as a reportable event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.